Manufacturer narrative:
The t:slim user guide indicated that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer would change cartridge and infusion set and blood glucose level would stabilize. Customer was using apidra insulin.